Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device, verified the complaint and determined the reported issue was caused by a malfunctioning main board. The carefusion field service representative replaced the main board and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. The alleged faulty main board was received by carefusion on 02/11/2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "The customer is requesting field service indicating during pre-use check the unit's monitor vt is reading 30 percent less from set vt."